Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue. Reportedly, the uncomfortable stimulation has resolved and therapy was restored post op.

Event description:
It was reported that the patient experienced uncomfortable stimulation. The sensation subsided with stimulation off. Impedance check revealed high impedances on one of the leads. X-ray result confirmed that the leads have migrated. As such, surgical intervention may take place at a later date to address the issue.